Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl at the time of the incident. The customer did not yet discussed these with her health care professional. Customer was no longer using temp basal but did stated it was becoming even more difficult to get lows to come up. Customer stated that less redness and irritation from having started new insulin on. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.